Event description:
While deploying a 7x150, the thumbwheel stopped with 1cm left to deploy. The doctor manually retracted and the lumen disconnected from the handle. Guidewire lumen and deployment catheter came out in separate pieces

Manufacturer narrative:
Device return.